Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Initial reporter - the article was written by keith r. Berend, adolph v. Lombardi, thomas h. Mallory, kathie l. Dodds and joanne b. Adams. Manufacture date ¿ ni.

Event description:
Information was received based on the review of the journal article titled "cementless double-tapered total hip arthroplasty in patients (B)(6) of age and older". According to this article, concerns exist with cementless total hip arthroplasty (tha) femoral fixation on the older generation. The study included 49 patients who underwent a primary tha with a cementless double-tapered stem during the time of 1996 and 2000. The mean follow-up for this study is 5 years. It was reported in the article that 44% of patients within the study reported the use of a cane or walker for an ambulating aid.